Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020.

Event description:
The customer reported that while setting up the ventilator they noticed the navigation ring was not working. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the navigation ring was not working. The fse replaced the user interface which includes the navigation ring and the unit has been returned to service.